Event description:
The customer reported via phone call that she has been having high blood glucose level of 600 mg/dl. The customer states she had issues with her infusion set not adhering properly. The customer states the set came off her body and woke up with the high of 600 mg/dl. Proper insertion and taping was revised with the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.